Event description:
It was reported that electrode 8 had impedances greater than 10,000 ohms. It was noted that the event was ongoing. It was noted that no action was taken. It was noted that the device was interrogated and the measurement date was (B)(6) 2014. It was noted that the event was unlikely related to the implant procedure. It was noted that there were no signs or symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777q45, serial# (B)(4) , implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as lead. The etiology was noted as not applicable to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
Product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).